Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The unit was calibrated and issue was resolved.

Event description:
The hospital reported an error causing a loss of mechanical ventilation during a case. The patient was manually ventilated, switched to another unit and case resumed. There was no report of patient injury.